Event description:
It was reported that this right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pacing impedance measurements less than 200 ohms. It was reported that measurements have been out of range for approximately three years and the clinic has been continuing to monitor. No adverse patient effects were reported. This product remains in service.